Event description:
Boston scientific received information from a competitor sales representative that this right atrial (ra) lead has exhibited high out of range impedance measurements of greater than 3000 ohms since the device implant. The physician is aware of this measurement and changed the programming to vvi since the patient is in chronic atrial fibrillation. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.